Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not calculate the carbohydrates consumed accurately and overestimated the grams of carbohydrates entered into the bolus menu. Reportedly, the customer entered 90 grams of carbs, and delivered 9.06 units. Blood glucose (bg) level was 81 mg/dl. The customer set a temporary rate to address bgs.